Manufacturer narrative:
Manufacturer's investigation conclusion: the report of breaks in the outer layer of the patient¿s driveline could not be confirmed as no product was available for investigation. A specific cause for the reported breaks in the outer layer of the patient¿s driveline could not be conclusively determined. The account reported that the patient had breaks in the outer layer of their driveline. The submitted controller log file captured an atypical string of multiple low battery advisory alarms occurring on (B)(6) 2020. These low battery advisory alarms were addressed under pi-2020-0088231-02 and pi-2020-0088231-03. Also of note, the patient appeared to be operating on battery power for the entirety of the log file. The sleeping section of the heartmate ii patient handbook explains that heartmate ii patients must be attached to the mobile power unit during sleep or any time when sleep is likely. No significant changes in pump parameters were noted and no other atypical alarms were captured. The pump speed remained above the low speed limit for the duration of the log file and the submitted log file appeared to show the system operating as intended. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. Heartmate ii lvas IFU, rev. C (document #10006960) and heartmate ii lvas patient handbook, rev. C (document #10006962) are currently available. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The heartmate ii lvas patient handbook also contains a section on ¿caring for the driveline.¿ the sleeping section of the heartmate ii lvas patient handbook explains that heartmate ii patients must be attached to the mobile power unit during sleep or any time when sleep is likely. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient has breaks in the outer casing of the driveline. Log file analysis showed a long string of low voltage advisory events on (B)(6) 2020 while using battery power, but there was no indication of any driveline issues in the log.